Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Upon further review of the file, it was realized that the lens was a concomitant product and cartridge was the suspect product. Therefore, in the initial MDR for reference to device evaluated by manufacturer should have actually read: the suspect cartridge was not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device has been performed. Device evaluation: the product will not be returned for evaluation. Therefore, a product evaluation could not be performed, and the reported issue could not be verified. A drawing was provided showing where the alleged debris was observed. The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that six other complaints have been received for this production order number. Investigations were reviewed and are related to this complaint and are related to debris and particles. Three of the investigations were completed and products met manufacturing release criteria, two are in progress, and one was cancelled. The six investigations belong to the same customer account as this one. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e intraocular lens (iol) that was implanted by the doctor had a film on the edge that was visible when the doctor looked through the microscope after implantation. The doctor gently dislodged the film and removed it during aspiration. Through follow-up it was learnt that it¿s the doctor¿s opinion that the film came from cartridge. It was stated that the tech loaded the lens and the debris was in the cartridge but not visible at that point, however it was there when the lens was ejected. The lens remains implanted and that the patient has no visual issues. There is no plan to do any secondary surgical procedure. No other information was provided.